Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to difficulty charging issues. The patient is doing well post operatively and the device will not be returned as it was disposed per facility.

Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to difficulty charging issues. The patient is doing well post operatively and the device will not be returned as it was disposed per facility. Additional information was received that indicated the spinal cord stimulation (scs) device has been received and is pending for analysis.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.